Manufacturer narrative:
Batch record review of lot b728 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trends has been detected for any lot. The assessment is based on info available at the time of the investigation. No product was returned by the customer; therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If add'l info is received, complaint will be reopen nad processed accordingly. (B)(4).

Event description:
Customer called to report that the disposable kit tubing started to leak around the hct cuvette during the second cycle of the procedure. Procedure was aborted at this time. Customer reported that the pt was stable and experienced no reactions because of it. New disposable kit was loaded onto the instrument without problems. No product was returned for investigation.